Event description:
It was reported that an ilet user contacted support regarding hyperglycemia and insulin supply, noting a blood glucose of 262 mg/dl after a lunch announcement, with prior intake of cereal with banana, three chocolate donuts, and milk earlier in the day. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention or hospitalization. Investigation included review of available usage information and user report, along with troubleshooting and education regarding meal announcements and insulin management. Investigation of this case revealed no device malfunction and suggested glycemic elevation consistent with carbohydrate intake and timing of announced meals, with the user inquiring whether 28 units of remaining insulin would last until morning and indicating a possible additional meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.